Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 26-jan-2017, an fse visited the customer facilities and tried to realign the y-axis and p/d table but the alignments drifted, or were not retained. P/d table was noisy when it moved. The fse performed 3 cup transfer tests and patient sampling with no errors and returned the analyzer to the customer. On 27-jan-2017, the customer reported obtaining x-axis errors for p/d table. The fse returned to the facility and replaced p/d table, performed the required alignments and verified the proper operation of the analyzer. Customer ran controls with no obtained errors. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was failure of the p/d table assembly.

Event description:
On (B)(6) 2017, a customer reported obtaining errors: 4193 y-axis cup transfer z-axis home overrun multiple times on their aia-2000 analyzer. The customer was unable to run prl and lh-ii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prl and lh-ii were patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.